Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed low impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
H6: correction: the codes were corrected to reflect that there are no issues with the device. The patient is no longer experiencing low impedances. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient is no longer experiencing low impedances; therefore, this event is no longer considered to be reportable.